Manufacturer narrative:
(B)(4).: estimated date of death. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2012, a 2.5x28mm xience v stent was implanted in the mid left anterior descending (lad) coronary artery and a 3.0x28mm xience v stent was implanted in the proximal lad. Sometime in (B)(6) 2014, the patient died in their sleep at home. The cause of death is unknown. The relationship of the xience v stent to the patient death is unknown. No additional information was provided.